Event description:
Patient had the minifixator applied for the correction of hallux rigidus on the left foot. During treatment, the patient went to the emergency room when they noticed that the fixator had broken. The emergency room doctor replaced the device with a new one from inventory.